Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'ec 322' was confirmed during the event history log (ehl) review but not reproduced during evaluation. Troubleshooting the device found no discrepancies. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced sensor error 322 (link switch error low). There was no known patient injury or medical intervention associated with this event. No additional information is available.